Event description:
The pacer clinic at the hospital called to check on a device that they thought had been returned. This device could not be interrogated after the patient had two thoracic mris. The pacer clinic requested an analysis of this device. This device was not returned. The device was replaced with a st jude pacemaker, and the st jude representative took the device after the implant. The pacer clinic will attempt to get the device back and return it for analysis.